Manufacturer narrative:
The device is being returned to the manufacturer for further analysis. As additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
A report received from the user facility stated a 6.0 xlt tracheal tube malfunctioned on (B)(6) 2014, while a patient was being ventilated. The patient was re-intubated with an identical tracheal tube. There was no patient harm.